Manufacturer narrative:
(B)(4)

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015, to report on behalf of the patient an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The distributor did not report injury or medical intervention.